Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). This medwatch is for lot 495726. (B)(4).

Event description:
Customer reportedly received the following results with 2 different vials of strips and 1 aviva nano meter within 1 minute: 55 mg/dl (lot 495638) and 207 mg/dl (lot 495726). Customer reported lot 495638 has always given low results, and most likely, the vial was "already open." No adverse event was reported. The alleged product was requested for evaluation.